Event description:
It was reported that the patient was recently in the ER due to seizures. The patient's vns is at 25-50% battery status. Multiple attempts have been made to obtain additional information. No additional relevant information has been received to date.

Event description:
Implant form was received, indicating that the patient underwent prophylactic generator replacement. The diagnostics with the replacement generator were within normal limits. The explanted generator was discarded per hospital policy. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4)..